Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The complaint regarding the head of the jaws was loose and unable to apply a clip was not confirmed by failure analysis. Add probable root cause statement. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of jaws on the medium large clip applier instrument was very loose. Customer reported it was difficult to control jaws when attempting to clip onto tissue. Another clip applier had to be opened and used to complete case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier incident occurred while the surgeon was attempting to clamp on a vessel or tissue. Surgeon was unable to clamp with closure. The clip closure was loose. The customer stated the jaws of the instrument were loose. Incident occurred during the first attempt. A new clip applier was used to resolve the issue. The instrument was shipped back for evaluation. No photos or videos are available for review.